Event description:
A report was received that the patients ipg warmed up during charging. The ipg was subsequently replaced due to the reported issue. The patient has recovered.

Manufacturer narrative:
The allegation of the generator warms up during recharging was not confirmed. The charge profile registered the maximum temperature during the charging cycles was within the tolerance limits. Review of the device history record revealed no anomalies. The probable cause selected is no problem detected. No escalation is required at this time.

Event description:
A report was received that the patients ipg warmed up during charging. The ipg was subsequently replaced due to the reported issue. The patient has recovered.